Manufacturer narrative:
Several previous samples were reported to have plt clumps present based on smear reviews. The sample analysis from (B)(6) 2020 was not confirmed with additional review. It is unknown if plt clumping was present. The xe-5000 software guide (sg), chapter 6 - appendix, section 6.1 - ip messages, discusses the manufacturer-recommended setting for the thrombocytopenia flag, which is a plt of <60 x 10^3/ul. The sample analysis from (B)(6) 2020 generated a plt result <60 x 10^3/ul. It is unknown if the user had the thrombocytopenia flag enabled at the time of the event. It is recommended to verify accurate results prior to reporting. The sysmex xe-5000 instructions for use (IFU) chapter 11 - technical information, informs users of possible sample interferences. For platelets, it warns: "where the following are present, the platelet count may be reported falsely low: platelet aggregation, pseudothrombocytopenia (induced by exposure to edta anticoagulant), giant platelets. Pseudothrombocytopenia can be caused by exposure edta anti-coagulant because of abnormal proteins present". No systemic analyzer deficiency was identified.

Event description:
An operator analyzed a patient sample on (B)(6) 2020 and a low platelet (plt) result was generated. The result was reported to the medical team and the patient was administered a plt transfusion. Between (B)(6) 2020, the patient had new samples collected which generated low plt results. On (B)(6) 2020, a new sample was collected and analyzed. A plt result within the normal range was generated. The operator performed a smear review and plt clumps were observed. Due to the presence of plt clumps on this sample, the operator suspected the sample analyzed on (B)(6) 2020 to have an erroneous low plt result. There was no harm to the patient reported due to the plt transfusion.